Event description:
It was reported that a detached needle occurred. The sensor was inserted into the abdomen on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 10/16/2022. A needle retraction issue was initially reported on (B)(6) 2022 with no additional information. On (B)(6) 2022, the patient reported that on (B)(6)2022 the area on the left side of his stomach was sore and got infected. He went to the emergency room for treatment. After the unspecified treatment he felt fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.